Event description:
Cysto; rt ureteral dilation; stone manipulation using stone retrieval; ureteral calculus (stone) 6mm in stone basket was stuck and was unable to retrieve. Stone basket was still in ureter when pt was sent to another hosp for lithotripsy. Pt returned to facility with no stone basket. Attempted stone extraction on 7/24/95. Lithotripsy occurred pm of 7/24. Am of 7/25 pt had rt nephrostomy tube placed. Afternoon of 7/25 dr removed part of the stone basket with part remaining in rt ureter. On 7/31 dr did a suprapubic rt exploratory ureterotomy and removed the remainder of the basket.